Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an error code was displayed on the console and the intraocular pressure control was unusable during the procedure. The error code was reset after replacing the product and the procedure was completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
The lot complaint history was reviewed, this is the (B)(4) complaint for the finish goods lot; however, the (B)(4) for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and excessive surgical residue was found in the infusion line, infusion cannula tip and the fluid path of the manifolds. The evidence of heavy amounts of surgical residue indicates the returned sample was reused more than it's validated use. The affiliate stated that the product was not reprocessed or reused; however, the customer should be reminded the directions for use states that the products are validated for single-use only and should not be reprocessed or reused. It has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. When the sample was tested, hardened surgical residue was occluding the infusion cannula and prevent priming of the cassette. The cannula was unable to be purged due to the large accumulation of surgical residue. The sample was tested using a new infusion cannula and the sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message was generated. The sample passed functional testing after replacing the infusion cannula and purging the sample of excess surgical residue. After a thorough analysis of this investigation, the root cause of the customer's complaint is related to customer reuse of a single use device. As described, excessive use of any single-use product may contribute to functional breakdown. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).